Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer reported that they with excessive air bubbles and was causing gaps in insulin delivery and also caused high blood glucose level. The customer had symptoms such as difficulty breathing and lower gut pain. The customer was treated manual injection. The customer indicated the drive support cap was protruded. The customer indicated the drive support cap was protruded. The customer was advised that the pump needs to be replaced. The customer was advised to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.